Event description:
It was reported that a patient presented to clinic for follow up. The pacemaker was unable to be interrogated. No changes or intervention was reported. The patient condition was stable.